Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The treatment for left eye was performed successfully without interruption. During preparation of patient's right eye treatment a warning message occurred. It cannot been seen in logfiles whether patient bed position was corrected before treatment or not. The treatment for right eye was performed successfully with one interruption. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that lasik surgery was performed with the intent to leave the patient undercorrected, leaving her myopic. At the one day postoperative exam the patient was close to plano. Additional information has been requested.